Event description:
Yearly tb testing done. Almost every person receiving the tb test either bled or bruised from the intradermal injection. Needles tend to go into skin easily but drag coming out. Question sharpness or integrity of the needles.